Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device. The therapy electrodes contain a small amount of nickel, which is a known allergen. Eval of belt sn (B)(4) has been completed. The reported problem (gel leak) was confirmed. Upon eval, there was gel leaking from one blister in the rear 1 therapy electrode. There was no allegation that the gel leak contributed to the allergic reaction. Biocompatibility testing to (B)(4) was also successfully completed on the gel.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) year old male patient had a rash underneath the rear therapy electrodes sometime before (B)(6) 2014. The rash allegedly developed into an open wound which was bleeding. The patient's doctor advised the patient to end use.